Event description:
It was reported that during a lap chole procedure, clips were malformed. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Malformed clips. Eval summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed, and formed 5 clips confirming 2 double feed and 1 malformed clip due to bypass issues. In addition the orange indicator was noted to be beyond its intended position. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.